Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product shows the lens is torn in half and a portion is torn off with a haptic and is missing. There is clear surgical residue on the lens. Conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injectors/cartridge directions for use (dfu) have been modified to add clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated, that the surgeon was advancing a three piece silicone lens model aq2010v and didn't like how it was advancing in the cartridge, so he switched to a different lens. No pt contact. This is one of two incidents that happened to this pt. See manufacturer report number 2023826-2007-02192 for the other report.